Manufacturer narrative:
This report is for six (6) unknown cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of plates and screws due to mal-reduction of an ulna fracture that was plated at a different location. The patient was originally implanted with one (1) locking compression plate and six (6) unknown cortex screws. The surgeon verbalized that it was done approximately 7 months ago and maybe screw placement was the reason for failure. All hardware are intact. There was no surgical delay. Procedure was successfully completed. Patient outcome is complete. This is report 2 of 2 for (B)(4). This report is for six (6) unknown cortex screws.